Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: weld is broken off.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was received, the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The investigation has shown that the weld is broken off. We assume that high mechanical load has let to this failure. The review of the material and manufacturing documents shows no deviations to the specifications. No product fault could be detected.